Manufacturer narrative:
H3 product analysis: evaluation of the device could not be possible as it was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cervical laminoplasty the surgeon drilled on the bone with mr8-tt12amis and a tool mr8-t12ba20d, the drill bit broke while drilling in the mr8-tt12amis handpiece. It was reported that the patient was alive - no injury. It was also reported that there was a procedure delay of 02 minutes and procedure completed using backup device. On further follow-up it was stated that the lot number of the tool was not registered and the tool was also discarded by the customer.